Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition of the dermis (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure on (B)(6) 2023. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a tka : total knee arthroplasty on an unknown date and a barbed suture was used on the dermis. Post-op, in the ward, the central part of the wound was dehiscent. The dermis was re-sutured under local anesthesia on (B)(6) 2023 . After re-suturing, the patient recovered without any problems. Rehabilitation is scheduled. It was opined by the surgeon that the bone was originally brittle and when the suture was performed, the skin was soft, so the tissue may have separated. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including weight, bmi at the time of index procedure. Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Procedure was tka. What was the tissue condition of the dermis (normal, thin, calcified, fragile, diseased)?bone was fragile, and tissue was tender. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? There was no loop for sxpp2b428 (bidirectional). Was at least one reverse stitch performed prior to closure? Yes. Onset date/time of dehiscence? (# post op days) unknown. How was the dehiscence managed? Dermal was sutured under local anesthesia on (B)(6). Please describe any surgical intervention required for the wound dehiscence including date and findings. Dermal was sutured under local anesthesia on (B)(6). Please describe the appearance of the suture during the second procedure on (B)(6) 2023. Unknown. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unknown. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Dr. Said that the bone was originally brittle and when the suture was performed, the skin was soft, so the tissue may have separated. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dr. Said the bone was originally brittle and when the suture was performed, the skin was soft, so the tissue may have separated. What is the patient's current status? Recovering without any problem. Lot number? Unknown. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted.